Event description:
It was reported that the right ventricular (rv) lead was showing noise, elevated short interval counts (sic) and high impedance. It was noted there was possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).